Event description:
Ous MDR - after an implant duration of about 7 months, it was reported that upon interrogation the programmer displayed a message regarding battery depletion detection. Biotronik recommended the device to be explanted. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was successfully interrogatable. The pacemaker's memory content was analyzed indicating an increased current consumption consistent with the watchdog message of the programmer mentioned in the complaint description. Furthermore, 80% of the battery's capacity is still available. The pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequently investigations revealed that a capacitor was damaged, leading to an increased current consumption. This increased current consumption was automatically noticed during the follow-up and a warning message was displayed to alert the physician. The ability of the device to deliver therapies was verified. Despite of the increased current consumption, the ability to delivery therapies was not affected. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged capacitor which did not affect the device therapy functionality. A safety watchdog implemented in the programmer detected the increased current consumption, alerting the physician during the follow-up.